Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found to be separated from the jaw exposing metal. Approximately 10-15% of the teflon pad is missing and was not returned for evaluation. The suspected missing portion measured approximately 0.131". The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device was attached to the test usg-400/esg-400 and a ¿short circuit¿ error was observed due to metal to metal contact. Based on the investigation results, this type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy procedure, the teflon pad peeled off the hand piece exposing metal and caused an unknown error on the generator. It was reported that the incident occurred 4 minutes into the procedure. No device fragment fell into the patient. There was no bleeding reported. The procedure was completed with a similar device. There was no patient injury reported. Additionally, the device and the connection points to the generator were inspected prior to the procedure with no anomalies found.